Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump had fallen out of the customer's pocket and now had cracks in the device casing. The customer also stated that the insulin pump alarmed no delivery. The blood glucose reading was 275 mg/dl, which was treated with manual injection. She stated that the device was dropped about 2 weeks prior, but she was just calling now because her blood glucose levels had risen; she believed that this was due to the cracks in the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.